Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter (pharmacist) for an unknown patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) limited documentation, as the reporter was unable to answer all questions. The reporter stated that he was unable to provide the date or time the alleged product issue began. The patient tested his blood and obtained an unspecified alleged high reading on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reportedly took an unspecified increased dose of insulin in response to the alleged high reading. The reporter stated that on an unspecified time after the alleged issue began the patient developed unspecified hypoglycemic symptoms that led to them being hospitalized. The reporter was unable to confirm what hcp treatment the patient received. The reporter stated that whilst the patient was in hospital the hcp obtained a blood glucose result on the subject meter that was 5.2mmol/l lower than the hospital meter. Cca confirmed that they were unable to perform trouble shooting as the reporter was not in possession of the subject device. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event that led to being hospitalized after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.